Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 8835, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was unknown. It was reported the personal therapy manager (ptm) had an error code 0617. The code was unresolved. The patient thought they got a code 8476. No symptoms reported. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a company representative. The patient first start experiencing the error codes on the ptm on (B)(6) 2019. It was confirmed that the ptm had an error code of 8476. The cause of the error code 0617 and 8476 was not determined. The error code 0617 and 8476 have been resolved. Additional information was received from a consumer. The patient's pump was alarming and the patient was experiencing withdrawal symptoms. It was noted they heard the alarm on (B)(6) 2019 and the patient's withdrawal symptoms began in "the past couple weeks". The patient spent the entire day in the emergency room and they could not do anything for the patient. Withdrawal medication was picked up for the patient on (B)(6) 2019. The patient's healthcare professional (hcp) had said the patient would get a replacement surgery within the week, however they had not heard back from anyone. It was noted the patient's boluses stopped working. The pump was infusing dilaudid at an unknown dose and concentration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient was referred for a surgical pump replacement. The pump was still in the patient. It was unknown if the withdrawal and motor stall was resolved. The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-apr-10. It was reported that the pump was removed on (B)(6) 2019.